Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 10/26/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed occurrence of related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the motor flex cable and battery canister. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. (B)(4).